Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: based on new information received, the following fields have been updated accordingly: initial reporter name and address: title, first name, last name: (B)(6), email: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/08/2019. Device returned to manufacturer: yes. Device evaluation: the complaint unit sensar ar40e model was received. Visual inspection using microscope magnification was performed: the ar40e was observed under microscope and residues of viscoelastic were observed at the lens. The lens was observed with detached haptic. The haptic drill holes of the lens were measured to addressed the complaint and were found within acceptable results. The reported issue was verified, but it could not determined if the observed condition is related to manufacturing process as the reported device was handled in a surgical procedure. Based on the returned product evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reportedly noticed an amputated or detached haptic of model ar40e sensar monofocal iol (intraocular lens). No additional information provided.